Manufacturer narrative:
This is unintended use issue, not a product quality issue.

Event description:
The customer reported there are a few issues with the new style of plunger on medfusion pumps. They stated that they use a clave (photo attached) at children's and an issue with this updated syringe is the compatibility with the clave that is utilized. It has a reflux when attaching to the clave creating a pushback of the syringe. This is causing concern that it will affect the administration of the medication specifically the lower doses. Also, the plunger is thin and bending when using the syringe pump. This is creating alarms and delays with the administration. Lastly after passing a syringe around for the team to look at they noticed all marking had disappeared. Photo attached. It did go through a few hands but they had not seen that occur before and this makes the syringe un-usable as well.